Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.

Event description:
Bone quality at the time of implant failure type ii. Time of loss in relation to the implantation was up to one to five years after prosthetic restoration. Primary stability was achieved. Osseointegration was achieved. Augmentation procedure was not performed at the time of surgery. Mobility was reported.